Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014). The lay user/patient¿s test strips have been returned on 09/08/2014 and evaluated by lifescan product analysis on 09/30/2014 with the following findings:the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.